Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump reset unexpectedly. Customer's blood glucose level was 324 mg/dl which was addressed by delivering a bolus. The customer was able to reload the cartridge onto the pump and resume insulin delivery.